Event description:
Customer reported that the protective sheath from the introducer needle was not removed by the surgeon prior to use. Patient required another procedure to remove the sheath from their shoulder.

Manufacturer narrative:
Device was not returned for evaluation.